Manufacturer narrative:
Additional information in d9, h3, h6. H10: the device was received for evaluation attached to the female connector of a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The connection between the female connector of the transfer set and connector was performed with no issues noted. Clear passage test was performed with no issues noted. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a home patient experienced difficulty disconnecting the patient line of the homechoice cassette from the transfer set; further described as ¿unable to unscrew patient line as the transfer set kept unscrewing¿. This occurred during use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.